Event description:
It was reported the patient had percutaneous lead replaced with surgical lead due to a lack of pain relief with their current lead. Follow up reported impedances were normal. Reprogramming was attempted several times between the original implant and the revision with no remarkable improvement. There were no malfunctions seen or cause of issue determined. Patient was receiving effective therapy after programming post operatively. No further information was reported.

Manufacturer narrative:
Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3550-29, lot# n284516, implanted: (B)(6) 2012, product type accessory. (B)(4).